Event description:
Complaint was reported as followed: "leaky between catheter and hub."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. A quality eval is in progress. When add'l info become available, a f/u report will be submitted. Reported to the FDA on november 21, 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.